Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4). Exact date unknown, event occurred in (B)(6) 2019.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to pocket erosion. Reportedly, there was no sign of systemic infection and revision of incision was performed. There were no additional adverse patient effects reported. The rv lead remains in service.